Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, as per the event stated, the most likely cause of breakage would be, but not limited to: improper drilling due to a hard bone forcing the user to apply high forces leading to its fracture. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the locking screw was unable to be inserted. The drill diameter was also checked and digging the target site again, but it was still unable to be inserted. Since it was forcefully attempted to insert, the screw was shaped (broken). The screw was then replaced with new one but the same event occurred. The surgeon stated that the event occurred due to bone quality (hard bone)."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
As reported: "the locking screw was unable to be inserted. The drill diameter was also checked and digging the target site again, but it was still unable to be inserted. Since it was forcefully attempted to insert, the screw was shaped (broken). The screw was then replaced with new one but the same event occurred. The surgeon stated that the event occurred due to bone quality (hard bone)."